Manufacturer narrative:
The electrode lot number is acq70 with an expiration date of 04-jun-2025. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter provided one example of discrepant results: the initial result was 152.6 mmol/l. The repeat result was 142.1 mmol/l. The reporter noticed a random spike in the results during high workload periods. The reporter cross-checked the patient sample on another cobas pro ise and the result was within range.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced the ion-selective electrode (ise) and pinch tube. He also cleaned the sample probe and performed an ise check. The calibrations and qcs were acceptable but random questionably high na results were still obtained. The fse performed multiple ise flow path washes and green washes which did not resolve the issue. During the fse's follow-up service visit, he performed further maintenance and verified that the analyzer was again performing according to specifications. The investigation determined the event was due to a mechanical issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.